Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture with an impedance increase and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).